Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that this was a procedure performed to treat a chronic total occlusion in the superficial femoral artery. The armada 14 dilatation catheter was inflated without issue; however, the balloon only partially deflated, but was able to be pulled back into the sheath and removed without issue. The patient was observed for approximately 2 hours post procedure and no patient injury was noted. A second armada 14 was used without issue. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported deflation issue was unable to be confirmed due to the condition of the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. The investigation was unable to determine a cause for the reported deflation issue. The separation likely occurred while pulling the catheter back into the introducer sheath with the balloon still partially inflated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site- contact office name.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during removal of the armada 14 dilatation catheter, the balloon portion of the device separated. The separated portion was removed and no portion of the device remains in the anatomy. No additional information was provided.